Event description:
Reported by the customer as: did 2 days of infusion in 6 hours. Cardiac drug was milrinone.

Manufacturer narrative:
Method: actual device evaluated. Standard performance tests were completed. Visual inspection performed. Results: user did not follow instructions to have pump checked/tested after being damaged/dropped. Conclusion: device found to be damaged from abuse or being dropped. The device platen (latch) was bent, which caused the device to have a free flow condition.